Manufacturer narrative:
(B)(6): a visual examination of the returned device revealed the guidewire was stuck inside the guide catheter. Approximately 20 centimeters of the guidewire was extended beyond the distal end of guide catheter. The proximal end of the guide catheter near the hub was badly twisted and separated. Based on the condition of the device and the details of the event, the root cause could not be determined since the event details and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, as the jagwire guidewire was being retracted for stent deployment, the stent was unable to be deployed. While withdrawing the flexima biliary stent system from the endoscope, the device got stuck and could not be removed from the scope. The endoscope and the flexima biliary stent system were removed together from the patient. The procedure was completed with another flexima biliary stent system. There no patient complications reported as a result of this event. These events have been deemed reportable events based on the investigation results; flexima biliary stent system guide catheter separated near the hub.